Manufacturer narrative:
Tech found that the head right brake caster was broken and was not holding when the brakes were applied. The tech replaced the head right brake caster to resolve the issue.

Event description:
Account alleged that the brake casters will still roll when the bed is put into brake. Account stated that there were no injuries.